Manufacturer narrative:
Product analysis received and examined the returned product. Visual examination confirmed the presence of a particulate in the lpct. The particulate was identified as degraded resin. Degraded resin can collect on the extrusion tooling and be introduced during the manufacturing process. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Event description:
The customer reported the following: after opening the mr disposable kit and upon inspection, they saw a foreign body within the lpct (low pressure connector tubing). The customer elected not to use the tubing. No injury or adverse event was reported.